Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting an ins replacement due to normal battery depletion. When the healthcare provider (hcp) went to remove the distal potion of the extension within the ins they had an extremely difficult time removing it from the ins. When it was removed there was visible rust in the socket of the ins. The physician was expecting to just switch out the ins and stated that in the 45 years they had been doing this they had never had this specific incident happen to them. The extension was replaced and the issue was resolved at this time. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient had her implant replaced due to normal battery depletion, but during the procedure the hcp found that the electrodes were corroded" so they had to cut her in the back to replace the electrodes". The patient was asked if she if referring to the leads being corroded and replaced and the patient said she was on strong medication afterwards and doesn¿t remember if it was in fact the leads they replaced. The patient mentioned the procedure took 3 times as long due to this. The patient mentioned she had her staples removed yesterday at the doctor's office. No further information was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp had a difficult time with getting the extension out of the header block of the old ins. First it was stuck and could not remove it smooth, then finally removed it and the ipg (0-7) socket looked rusted. Rep said the header block looked rusted and the extension electrode looks like it been flatten. Then hcp had difficulty inserting the lead/ end portion into the new ins. Hcp has tried using sterile water to lubricate and he has tried torqueing/twisting motion while inserting but still won't work. Rep was told if the hcp cannot insert the extension then he may need to replace the extension. The damage was caused during the procedure. The old extension was replaced and the rep will send out the extension as well as the ipg for analysis due to the rust in the socket. Rep indicated that once the extension was replaced everything else was ok. Impedances were checked and only 2 electrodes were out of range. They were not the ones on the extension. The rep indicated the out of range electrodes were cleared up after the physician cleaned up the distal connections at the time on the implant before physician closed incision. At this time it is not known what the reason for the out of range was, possibly fluid buildup. This updated information was discussed with the physician office already. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37082-40, (B)(4), implanted: (b)6)2009 explanted: (B)(6)2018 product type extension. Product ID: 3708240, (B)(4), implanted: (B)(6)2018 explanted: product type extension. Product ID: 97714, (B)(4), implanted: explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that they were not currently with the patient or hcp, but saw the patient in the office today as their stimulation was cutting in and out in the thoracic area. It was reported that the nurse was seeing intermittent and inconsistent impedances, specifically short circuits on contacts 8 and 15 (peripheral nerve stimulation). It was also reported that the patient¿s ins battery was full yesterday, but today it was stated that it needed to be charged ((B)(6)2018). It was reported that the patient had been recently implanted with a new ins and extension. The patient was seen today for follow-up form the surgery. Impedances were run prior to the call and inconsistent shorts presented themselves on contacts 10/12 and 13/14, but they seemed to be moving around. The rep indicated that the two quad leads were placed in the sacral region for peripheral nerve stimulation. It was also presented that the patient was feeling inconsistent stimulation in the thoracic r egion (which was where the percutaneous octad lead was located). It appeared the impedances were normal in that location. It was reviewed to run a group (therapy) impedance measurement and to take impedances in various rom or positions, but the rep was not with the patient at the time of the call to due further troubleshooting. It was discussed programming around the out of range combinations. It was reviewed to turn stimulation off for the quad leads to see if the patient was still feeling ¿intermittent stimulation in the thoracic region¿. If so, it was reviewed to try to determine the position in which they occurred and then to check the impedance in that position to see if anything changed. It was then reviewed that they could turn off the thoracic side and just run with the quad leads and do the same thing. It was reviewed to change programming on the quad leads to see if they saw a difference. It was noted that the healthcare provider had difficulty removing the leads from the header block on (B)(6)2018, because it was all ¿rotted out¿. It was stated that this led to the extension being removed as well as the ins. It was noted that the healthcare provider (hcp) didn¿t test the lead in the mltc (multi-lead trialing cable) at the time of the surgery as requested by the rep to ensure the leads were in tact, as the previous ins was dead and could not be interrogated prior to surgery to replace it. The rep indicated that they saw a short circuit in the operating room on (B)(6)2018, but when the patient was in post-operation it was gone. It was reported that it was now ((B)(6)2018) back again, but moving around. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the extension, model 37082, serial number (B)(4), identified environmentally assisted degradation of the insulation at the proximal end of the extension. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Analysis of ins, model 37713, serial number (B)(4), found at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #0 and #8 electrodes. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.